Manufacturer narrative:
Follow-up received on 07-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and underwent a hysterectomy. This pelvic pain is a listed event in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and experienced severe pelvic pain and chronic pains. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain and chronic pains. She had to have a hysterectomy as a result of essure. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had pelvic pain and underwent a hysterectomy. This pelvic pain is a listed event in the reference safety information for essure. Considering that essure may cause pelvic pain and that in this case, no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/severe and persistent pain') and abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, parity 4, delivery on (B)(6) 2002, delivery on (B)(6) 2005, delivery on (B)(6) 2013, hypothyroidism, hypertension and gestational diabetes mellitus. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pain ("chronic pain/sharp debilitating pain with movement") and mental disorder ("caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower and pain had resolved and the mental disorder outcome was unknown. The reporter considered abdominal pain lower, mental disorder, pain and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013 (per pfs) date(s) of removal: early 2014 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure confirmation. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs received. Reporters information updated .event outcome were updated to recovered: pain . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/severe and persistent pain") and abdominal pain lower ("lower abdomen pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, delivery on (B)(6) 2002, delivery on (B)(6) 2005 and delivery on (B)(6) 2013. Concurrent conditions included overweight. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pain ("chronic pain/sharp debilitating pain with movement") and mental disorder ("caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with surgery (hysterectomy) . Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the abdominal pain lower, pain and mental disorder outcome was unknown. The reporter considered abdominal pain lower, mental disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jan-2018: follow up received- new events ¿sharp debilitating pain with movement, lower abdomen pain, caused or aggravated psychiatric and/or psychological conditions¿ were added. New reporters, product indication and product stop date were added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.